Event description:
It was reported that the atrial lead exhibited over sensing. There were no adverse affects or harm to the patient. The lead was capped during a routine pulse generator change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.